Event description:
It was reported that this implantable cardioverter defibrillator (ICD} was explanted five years earlier for oversensing of noise and t wave oversensing. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).